Event description:
It was reported that the physician used a resolute onyx rx coronary drug eluting stent to treat a non-tortuous lesion located in the ostium left main coronary artery with 80% stenosis and no calcification. There were no abnormalities reported in relation to anatomy. No damage was noted to the packaging. No difficulties were encountered when removing the device from the protective sheath or during prep. No negative prep was performed. The lesion was pre-dilated. The inflation device remained on neutral during the device delivery. The device did not pass through a previously-deployed stent. No excessive resistance was noted. It was reported that the stent dislodgement occurred during removal following failed delivery. It was described that the dislodged stent was removed as it got caught in the guide. The physician removed the wire/guide and balloon all together. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
(B)(4) image review: review of the procedural images confirm a tight lesion at the ostium of the left main artery. The lesion is pre-dilated prior to attempted delivery of the resolute onyx device. The images capture the attempted delivery of the onyx stent; however there are no images capturing the withdrawal and dislodgement of the stent as reported. An unidentified stent was subsequently deployed at the lesion site. If information is provided in the future, a supplemental report will be issued.